Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eos battery status which was detected on november 10, 2025. The memory content of the ICD was inspected, revealing a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. The ICD was subjected to an electrical analysis. The eos status was cleared with a technical programmer, and subsequent interrogation indicated the device status mol2 and a battery voltage of 2.94 v. The ability of the device to deliver therapies was then verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. Further inspection of the ICD data revealed the detection of strong magnetic fields on november 10, 2025 at 12:46 h, followed by eos detection at 13:11 hours on the same day. However, the data documents that the MRI mode of the device was not activated. Please note, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or electronic module malfunction. In conclusion, thorough analysis of the device did not reveal any indication of an ICD malfunction.

Event description:
It was reported that the device shows eos status. Device currently remains implanted. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.